Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. Quality control (qc) and calibration recovered acceptably on the day of the event. The customer moved co2 from server 3 to server 2 and recalibrated on server 2. Siemens remotely assisted the customer and realigned server 3 probes and ran service method tests (smts), performed sample probe 3 (s3) bottom of cuvette correction (bocc), which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse re-aligned server 3 probes, ran service method tests (smts), replaced s3 mixer assembly and probe, re-ran remaining smts, aligned and ran the mixer diagnostic align test (mdat), replaced and aligned reagent probe 5 (r5) probe and reagent probe 3 (r3) vertical belt. Then, the cse replaced the 24-volt valve solenoid for washer a chem and tubing, cleaned all drains, and re-ran service methods, which recovered within specifications. Next, the cse moved the test back to server 3 and re-ran controls and qc, which recovered acceptably. Siemens further evaluated the event and concluded that the malfunction of multiple hardware parts potentially contributed to the falsely depressed co2 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The erroneous result was reported to the physician(s). The sample was repeated on the alternate dimension vista 1500 instrument. The repeat result recovered higher than the erroneous result and was consistent with the patient¿s history. The repeat result was considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to falsely depressed co2 result.